Manufacturer narrative:
A deployed ultraflex esophageal stent was returned for analysis. Visual examination of the returned device found no issues were noted with the stent length however, the expansion was uneven as the stent expansion was greater at its proximal end than at the distal end. The od at the narrowest point at the distal end of the stent was 9.80mm whereas the stent outer diameter specification is 18.0 ±1.5mm . It was also noted that the stent cover was hardened and plasticized in appearance. The stent was equilibrated in 37°c water for 15 minutes. The stent did not expand any further at the distal end. Based on the condition of the returned device and the evaluation conducted, a definitive root cause for the reported failure could not be determined; therefore, the root cause classification is undeterminable. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ esophageal ng stent was used to treat a 10cm malignant lesion in the mid-esophagus during a metal esophageal stent placement procedure performed on (B)(6) 2015. According to the complainant, the patient¿s lesion was dilated prior to placing the ultraflex¿ esophageal ng stent. During the procedure the physician positioned the ultraflex¿ esophageal ng stent above the tumor. The physician then gradually began deploying the stent and the release suture kinked/got stuck when the stent was almost completely deployed. The physician was unable to completely deploy the stent and the ultraflex¿ esophageal ng stent was removed from the patient partially deployed with biopsy forceps. The procedure was completed with another ultraflex¿ esophageal ng stent. The patient experienced some inflammation and bleeding that resolved on its own. There were no reported patient complications and the patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex¿ esophageal ng stent was used to treat a 10cm malignant lesion in the mid-esophagus during a metal esophageal stent placement procedure performed on (B)(6) 2015. According to the complainant, the patient¿s lesion was dilated prior to placing the ultraflex¿ esophageal ng stent. During the procedure the physician positioned the ultraflex¿ esophageal ng stent above the tumor. The physician then gradually began deploying the stent and the release suture kinked/got stuck when the stent was almost completely deployed. The physician was unable to completely deploy the stent and the ultraflex¿ esophageal ng stent was removed from the patient partially deployed with biopsy forceps. The procedure was completed with another ultraflex¿ esophageal ng stent. The patient experienced some inflammation and bleeding that resolved on its own. There were no reported patient complications and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4) stent partially deployed. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.